Event description:
It was reported that patient has been inserted PICC line for nhl after few days came back with pain in upper arm, diagnosed as dvt involving the right upper limb vein through doppler imaging. Chemo regimen (da-r-epoch regimen) has been interrupted and oral anticoagulant started, difficult to use PICC line. Catheter was not removed. Additional information received 8/2/2023: it was reported the PICC placed was in the basilic vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported that patient has been inserted PICC line for nhl after few days came back with pain in upper arm, diagnosed as dvt involving the right upper limb vein through doppler imaging. Chemo regimen (da-r-epoch regimen) has been interrupted and oral anticoagulant started, difficult to use PICC line. Catheter was not removed.